Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient said she took a step and felt a pop. X-rays show a broken plate. Sales rep reported that "it was a nonunion. It had not healed all the way. Surgeon though plate broke too early. The screws were not broken. No issues reported with the screws." Patient was revised with a new stryker stainless steel plate.

Manufacturer narrative:
The reported event that a distal lateral femur plate axsos 3 ti for right femur 12 hole / l274mm was alleged of breakage after surgery could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The device broke because subjected to overloading associated with non-union. These implants are not intended to carry the full load of the patient acutely. External immobilization should be employed until x-rays or other procedures confirm adequate bone consolidation. The provided postoperative x-ray shows an extended comminuted area with insufficient bone support, particularly at the medial side: this factor indicates a deficient medial pillar. This implies poor constellation for the inserted lateral plate because almost all forces and bending moments are transmitted by the plate without sufficient support from medial bone-to-bone contact. Slight callus formation can be observed at the fracture site, but the fracture gaps are still clearly visible and there is no evidence of bone consolidation. This situation after roughly 9 months since device implantation indicates a non-union. The device inspection revealed the following: the fracture presents a neat, opaque breakage surface on the right (reference: longer segment of the broken plate) and an evidently plastically deformed part on the left, which is the one which underwent most of the stress. Some of the progression lines are visible, fact that makes this fracture consistent with fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''stryker implants are single use devices intended for the temporary fixation, correction or stabilization of bones. [...] These devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications [¿] of the implant, which are described in the operative technique manual for the product system. [...] Contraindications the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include:[...] ¿ obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. [...] Warnings and precautions warning ¿ implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. [...] Post-operative ¿ post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. ¿ the implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. ¿ the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. ¿ implant removal should be followed by adequate post-operative management to avoid fracture or refracture of the bone. Informing the patient. The implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or nonunion and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time. Explain also the need to appear for the postoperative examinations (e.g. X-ray checks) and for the possible explantation of the implant. Adverse effects in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: ¿ delayed union or non-union of the fracture site. ¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient said she took a step and felt a pop. X-rays show a broken plate. Sales rep reported that ¿it was a nonunion. It had not healed all the way. Surgeon though plate broke too early. The screws were not broken. No issues reported with the screws.¿ patient was revised with a new stryker stainless steel plate.